Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging motor was very loud. During the evaluation of the device at the third-party service center, the device was visually inspected and there was a visible foam degradation. The device's event log was reviewed by the service center and no error code found. Additionally, the device was dispositioned. There was no allegation of serious or permanent harm or injury. If any additional information is received, a follow up report will be filed.